Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
As reported: "the patient complained about his hip pain. After an x-ray, it was determined that the cup was loose. Upon explantation, it was discovered that there was no bony-ingrowth on the cups surface." Spoke to rep. The shell, a screw, poly liner, and femoral head were revised. There are no allegations against the revised liner of head. Rep provided the usage sheet from the revision surgery and confirmed that no further information will be released by the hospital or surgeon.